Event description:
Temporary pacemaker was functioning a-v. Pt was pacer dependent. Nurse turned pt to side. Pt became restless. Rn looked at monitor and monitor showed p waves only. Nurse checked pacer generator--display went blank. CPR called. Another pacer generator brought to room and a-v wires attached to new generator and pt had paced rhythm. CPR cancelled. Equipment taken out of service and returned. Follow up: inspection temp pacer and found no equipment failure/pacer passed all function tests. Pacer returned to facility, however has not been placed back in service to-date.